Manufacturer narrative:
A review of the device history record revealed that this device passed all in-coming inspection. Co is attaching the response co rec'd from the MFR after the involved catheter was examined. Based on the MFR's response, co is still unable to determine what caused the catheter to leak. Co can only speculate that this catheter may have accidentally been cut with a sharp object during the insertion procedure.